Manufacturer narrative:
This report is for unknown cmf screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a microvascular decompression (mvd) procedure due to trigeminal neuralgia. Patient was implanted with unknown mesh plates and burr hole cover. There was a surgical time of eighty-nine (89) minutes. There was no intra-operative complication. The healing status and radiographic outcome at the final follow-up reported the pain returned about six (6) months after mvd. There was no postoperative complication. The patient did not undergo re-operation. This report is for unknown cmf screws. This is report 3 of 3 for (B)(4).